Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient reported that she was pregnant and has noticed that nine of the infusion sets she used leaked on the site. The infusion set had been used for one day (few hours). Moreover, there was no stress or pull on the tubing. No further information available.